Event description:
Boston scientific received information that during an rv lead revision procedure this left ventricular (lv) lead dislodged. The lead has been removed from service and successfully replaced with another lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found blood/body fluid in the lumen of the lead, cuts and deformed conductor coils at 500mm and 553mm from the terminal pin, stretched anode conductor coils just proximal to the tip anode ring and a piece of silicone attached to the lead over a slit that appeared to have been an attempted repair. This lead passed electrical and continuity tests but failed pressure tests due to the cuts noted. Lead damage was attributed to the attempted repair and subsequent explant of this lead. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.